Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of any damage. The device had a test mark, which confirmed the vrv was tested prior to distribution. Functional testing of the returned device was performed at 0.5 l/min. The instructions for use provides an approximation for first time use of negative and positive pressures to open the umbrella relief valves at 0.5 l/min, blood flow are approximately -205 mmhg and 318 mmhg. Our results indicated the negative pressure umbrella opened at -224 mmhg and the positive pressure umbrella valve opened at 350 mmhg verifying the functionality for the valves for the returned device. The acceptable function of the umbrella valves also confirmed the duck bill valve functioned as intended. There was no leak observed. The reason for return was not confirmed. Conclusion: the complaint is unconfirmed for valve malfunction. There was no observed damage to the device and performance testing indicated that the device functioned as intended. After evaluation it was determined that there was no product failure that occurred during the reported event. The device history record was not reviewed as returned product analysis found no evidence of manufacturing issues with the returned device. Complaints received for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file process failure mode effects and criticality analysis (pfmeca) document indicated that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects because of this incidence. Medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the one way valve did not perform properly. The customer stated that it leaked and they were not able to arrest the heart well because of it. There was no damage to the packaging or patient injury, but it did affect the case because it had to be changed out at a critical point. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. The customer stated that the vent line is used for the aortic root. Medtronic received additional information that the same leak did not appear in multiple packs. The leak originated from the valve. There was visible air in system/tubing as it was a suction line that will always have air. There was minimal patient blood loss. No transfusion was required as a result of this leak.